Event description:
Customer reported "pump removed from patient with upstream occlusion alert. No clamps closed and no occlusion present. Patient says it started to beep at 11am yesterday. All of the infusion completed bag empty but according to pump screen the volume to be infused was 98.2 ml and the time was 45.11 h: m. The patient denies dropping the pump and pressing any buttons". Medication being infused is unknown. No patient injury reported.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and there are 16 upstream occlusion lines. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. A 100 ml infusion was started, the proximal end of the tubing was clamped, the complete upstream occlusion alarm was triggered, including the audio queue. The line was unclamped, and the infusion ran until completion without a false upstream occlusion alarm taking place. The reported issue of constant upstream occlusion alarms is not confirmed. The volume infused was 98.96 ml. The programmed volume was 100 ml. So, the flow rate deviation is -1.04%. The flow rate accuracy is within +/- 5%, which meets the passing criteria.